Manufacturer narrative:
Physio-control further evaluated the removed patient parameter pcb assembly. Physio determined that the cause of the reported issue was due to integrated circuit, designator u1.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device power cycled continually. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device power cycled continually. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report was blank. Section e1 initial reporter postal code of the initial medwatch report should indicate: 33136.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the patient parameter pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device power cycled continually. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.